Event description:
Customer called to report a leak and error message from the hydropneumatics of the unicel dxc 600 pro. Customer stated that the fluid was contained to the drawer of the hydropneumatics compartment, that no patient sample results were generated, and that no one was harmed. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, which included the replacing of a cuvette wiper; however, the cts could confirm neither the identity of the leak, nor that the cuvette wiper was the root cause of the leak. Customer found no further leaking after cleaning the instrument and has not called back to report anymore issues with the instrument; therefore, the troubleshooting appears to have resolved the issue.

Manufacturer narrative:
Although the issue was resolved with routine troubleshooting and after the cuvette wiper was replaced, the root cause of the leak is still unknown. (B)(4).